Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Md tightened suture sleeve so tight that the conduction filers fractured resulting in a make/break connection (the electrical connection would work if the lead was bent or moved but then would stop working if bent or moved in a different direction). The lead was explanted and a new lead implanted. Should additional information be received, this file will be updated.